Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
Rp 011133 - the dentist reported that 3 months after dental implant was installed in intraoral region 6#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved, the patient presented bone type iii, immediate implant was performed, bone graft was executed and fenestration occurred during surgery.